Manufacturer narrative:
The investigation results will be provided in the final report.

Event description:
Reference manufacturer report number: 1627487-2019-07960. Reference manufacturer report number: 3006705815-2019-02609. It was reported that the patient will undergo surgical intervention to have their entire scs system explanted. No other information is known at this time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Reference manufacturer report number: 1627487-2019-07960. Reference manufacturer report number: 3006705815-2019-02609.